Event description:
Since getting mentor smooth silicone gel implants in (B)(6) 2010, I have experienced one health crisis after another. Since having the surgery, my health has progressively declined to the point that I have no longer been able to work and I had to take a leave of absence from school. I have seen countless doctors and finally discovered in (B)(6) that I have auto-immune reactivity and neurological symptoms. I have endured an atrocious journey only to finally discover that the cause of my incessant health symptoms are a result of my silicone breast implants. To date, my symptoms include: intermittent breast pain and nipple sensitivity, chronic fatigue, heart arrhythmia and palpitations, occasional chest/heart pain, enlarged thyroid, swollen tonsils and lymph nodes, constant sore throat, occasional spikes in blood pressure and resting heart rate. Intermittent right arm/hand numbness and tingling, neck stiffness and pounding head, chills, low body temperature, nausea, weakness, dizziness/vertigo, general malaise, brain fog and noticeable decline in short-term memory, headaches/migraines, severe pms and cramping, night sweats, mild gingivitis, chronic yeast infections, tinea versicolor, re-occurring skin fungus, reoccurring mucoceles on soft palate, sinus infection, staph infection, appendicitis, reoccurring without bursting until finally discovered 6 months later. Parasites, taxonomy unavailable, painful bowel movements, constipation, frequent urination, insomnia. Elevated cortisol in morning 6-8 am, multiple food allergies, poor absorption, leaky gut, low blood sugar and insulin resistance, occasional bloating, red dry stinging eyes, anxiety and recent onset of panic attacks. Depression, new crying spells and suicidal thoughts that I didn't have prior to surgery. New diagnoses since implants: neurological auto-immune reactivity to the thyroid ad nervous system. Silent auto-immune to the liver cytochrome p450 system, autonomic dystonia vestibulocerebellum disorder. I have just had an explantation four weeks ago to remove the breast implants and already I have noticed a significant improvement in my symptoms. I am a breast implant survivor and I will fight for the FDA to remove silicone breast implants and silicone encased saline implants until I succeed. Had I been informed of the life threatening risk of breast implants there is no question whether I would have proceeded with the surgery. Please listen to the hundreds of thousands of women who are sick from silicone implants. Also, see the list of 37 chemicals made to create silicone implants. Many of them are neurotoxins and carcinogens and because all implants either leak or rupture at some point, the possibility of women being exposed to these chemicals because they trusted the FDA is simply inhumane. Diagnosis of reason for use: cosmetic surgery. Event abated after use stopped or dose reduced: yes.